Event description:
A malfunction alarm occurred, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur, and the customer was advised that they could continue using the pump and to call back if any issue reappeared. The customer acknowledged and understood these instructions.